Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using day aligners, the aligners was irritated cheek or tongue but it's getting less, check-in pain level 3. There was an allergic reaction due to irritation on tongue and cheek.